Event description:
It was reported that the procedure was to treat a lesion with heavy calcification in the mid to distal severely diseased left superficial femoral artery (sfa). The vessel diameter was about 6 mm. Pre-dilatation was performed by inflating a 6x120 mm fox sv percutaneous transluminal angioplasty (pta) catheter up to 6-8 atmospheres for 1 minute. A 5x100 mm supera self-expanding stent system (sess) was advanced and the stent was deployed in the distal sfa without issue. The sess was withdrawn from the patient anatomy and a 5.5x30 mm supera sess was advanced, the stent was deployed without issue, and the sess was withdrawn from the patient anatomy. An unspecified balloon catheter was advanced with the intention of post-dilating the supera stents; however, it was discovered that the white tip of the 5.5x30 mm supera sess had separated and remained inside the patient anatomy after the stent was deployed. A snare was successfully used to retrieve the separated tip from the patient anatomy. Reportedly, the introducer sheath was approximately 50 cm from the proximal end of the stent during deployment and no portion of the stent deployed inside of the introducer sheath. The stent was confirmed to be fully deployed, the system and deployment levers were locked prior to removing the 5.5x30 mm sess from the patient anatomy. Both stents were confirmed to be fully deployed and apposed to the vessel wall, there was no stent elongation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the job traveler revealed no non-conformances. A query of the electronic complaint handling database and a review of the historical data revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.